Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 562 mg/dl. The supplies on the pump were changed. Tandem technical support had the contact perform a system check with the current supplies on the pump and the pump was found to be functioning as expected.